Manufacturer narrative:
(B)(4). Meter was evaluated with no defect found. Returned test strips produced lo reading on 75 level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer's mother complains of "lo" results. Customer states that son feels physically fine, denies the need for medical attention. The customer's expected blood results are 70-150mg/dl fasting. Verified test strips expire 05/13/2018. Conformed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1:lo (B)(6) 2015 12:00:00 pm fasting:yes; 2:lo (B)(6) 2015 02:28:00 pm fasting:yes; 3:lo (B)(6) 2015 03:29:00 pm fasting:yes; 4:lo (B)(6) 2015 01:10:00 pm fasting:yes; 5:lo (B)(6) 2015 11:33:00 am fasting:yes. Memory concerns:the mom is concerned with the results of the lo in the meter's memory the mom is calling on behalf of the customer who is a minor child. The mom advised that when the blood test is performed the results are lo. I explain that lo means the blood result could be below 20mg/dl. The child is feeling well at this time. The mom explains she does not feel the result was low due to the child not having any symptoms of low blood sugar. The child takes fast acting insulin 4x a day and the slow acting 1 x a day at night. Testing is being done 4x a day. No control solution is available to perform test on the strips.